Event description:
False positive advia centaur xp rubella g (rub g) results were obtained for samples from two different patients when moving from lot 182 to 183. Patient 1 was equivocal on lot 182 and positive on lot 183. The samples for patient 1 were repeated with lot 183 and the results were equivocal. Patient 2 had positive results with both lot numbers. However, the physician is questioning the results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
The cause for the discordant rubella g results is unknown. Patient samples are not available for additional testing in-house. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the interpretation of results section: "-samples with a calculated value of less than 5.0 iu/ml are considered negative for igg antibodies to rubella virus. -samples with a calculated value greater than or equal to 5.0 iu/ml and less than or equal to 9.9 iu/ml are considered equivocal for igg antibodies to rubella virus. Obtain a new specimen and test using the advia centaur rubella g assay. -samples with a calculated value greater than or equal to 10.0 iu/ml are considered positive for igg antibodies to rubella virus. -sample results are invalid and must be repeated if the controls are out of range."